Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratched display window. Device received with missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the buttons were unresponsive during a bolus delivery. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.